Event description:
The ventilator was operating on internal battery. It lasted only for 35 mins and activated low battery alarm. Although the alarm was activated, user felt that it was not enough time for them to take appropriate action for alternate source of ventilation before the ventilator shutdown. Please note that there was no death or no severe injury involved in the incident.